Manufacturer narrative:
Device information has been updated to the right lead. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein the right lead was pulled out from the header and reinserted to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000118430.

Event description:
It was reported the patient was unable to set their ipg to MRI mode. A lead diagnosis was performed and revealed high impedances on one lead. As a result, surgical intervention may be undertaken to address the issue. It is undetermined which lead has high impedances.